Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1902183. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for further evaluation. The retained samples were examined and no signs of defect were identified. Based on the investigation results, the reported incident could not be confirmed and an exact cause related to the manufacturing process could not be determined.

Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter, translated from chinese: "when the nurse used 5ml, he found that there were white debris in 5ml,it can move according to the push and pull of the syringe.".

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "when the nurse used 5ml, he found that there were white debris in 5ml, it can move according to the push and pull of the syringe."